Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
The following day after an idiopathic ventricular tachycardia (ivt) ablation procedure with a qdot catheter and the patient experienced a stroke with symptoms of vision changes. After the case was completed, a stroke was noticed in the patient. The next day after the procedure, the patient showed symptoms of "vision changes." The patient's speech and walking "were okay" but could not confirm how the stroke was confirmed. No medical intervention has been provided to the patient at this time. The patient is in stable condition. The physician believes the injury could be activated clotting time related, but this information has not been confirmed at this time. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.